Event description:
Information received a smiths medical administration sets - flow stop was leaking where the tubing connects to the distal end of cassette, as the line was not connecting to the luer lock. No patient adverse event were reported with incident and unknown what medication was being administered.

Manufacturer narrative:
Investigation results completed on a smiths medical administration sets - flow stop . Pictures arrived and visually inspected to reveal nozzles from the valves are bigger than the sample taken from production floor. The complaint was validated on not connecting to the distal end of cassette to the connecting luer lock. . Quality review records were reviewed and no decrepanices were revealed. The mitigation is responding that the personnel do a visual inspection before process of assembling bond to ensure shape and form are correct and then redue inspection. The root cause is isolated to the supplier having defective component . Action to correct malfunction was "a supplier notification (B)(4) was issued on 22-aug-2019 in order to knowledge the vendor that p/n 10009726-001 was involved in a complaint."

Event description:
Device analysis completed and will be generated in a follow up report in h 10.